Manufacturer narrative:
Results: stent deformation. Calcification, vessel tortuosity. Conclusion: stent deformation. Calcification, vessel tortuosity. (B)(4).

Event description:
Physician was attempting to implant an endeavor resolute drug-eluting stent in a calcified lesion in the lad with vessel tortuosity but the device could not cross the lesion due to calcification and tortuosity. The lesion had been pre-dilated. The device was inspected before use with no issues noted. The physician used a new device to complete the surgery. The device was returned to the manufacturing facility and analysis confirmed damage to the stent. Evaluation summary the hypotube was undamaged. The distal tip was undamaged. Initial mandrel movement was successful. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 5th, 6th, 11th, 14th and 15th proximal segments were misaligned with raised struts. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).